Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-aug-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the whole site was down, and (B)(4) devices were on critical override. A technical support specialist (tss) logged into both the enterprise server (es) and the station. It was observed that the station displayed an icon indicating that patient information might not be current. Upon reviewing the es webpage, the tss confirmed that none of the facility¿s devices were in critical override mode. However, a high volume of xml messages over 6000 was noted. To address this, the tss restarted the net.tcp.ip and bd external inbound processor services. Following the restart, the xml message count began to decrease as processing resumed. The service logs indicated that the system had previously reached the maximum number of processing messages, which had caused message dequeuing to be skipped. After the services were restarted, the issue was resolved. The tss confirmed with the customer via phone that everything was functioning correctly. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es server was not communicating resulting in the entire site being down and affecting multiple devices. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.